Event description:
Left knee pain, left knee swelling, left knee effusion. Information was received on 10-october-2006 from a physician regarding a female patient, age unknown, with a medical history of osteorthritis (3 years duration), previous nsaids treatment, previous steroid treatment, and prior effusion history, who experienced left knee pain, left knee swelling, and the knee effusion. The patient began treatment with synvisc in 2006. The patient received one injection of synvisc into the left knee. According to the physician, an effusion was not collected prior to the first injection because the patient "had none." Two days later, the patient experienced left knee pain, swelling and effusion. The patient was treated with a knee aspiration and cortisone injection for the pain and effusion 6 days later. The physician reported that the pain, swelling and effusion resolved on an unknown date (s). An unspecified amount of synovial fluid was sent for analysis. The report of the analysis was not provided. The patient refused further treatment with synvisc. At the time of this report the events of pain, swelling and effusion had resolved. The physician has assessed the relationship of synvisc to the event of effusion as probable. The physician had not assessed the relationship of synvisc to the event pain and swelling.